Manufacturer narrative:
Items returned for evaluation: implant. Items not returned for evaluation: pusher; introducer; shrink lock; dispenser hoop; catheter; v-grip. The visual analysis of the returned items found the implant stretched at the proximal section, damaged and deformed at the distal section, and separated from the pusher. The pusher was not returned for evaluation. The investigation found the monofilament at the implant tie knot broken, which indicates the device experienced a tensile break. The investigation of the returned coil system found the implant stretched at the proximal section, damaged and deformed at the distal section, and separated from the pusher. The pusher was not returned for evaluation. The investigation found that the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant but stretching is consistent with the device experiencing retraction forces over specification.

Event description:
As reported: during hypocoiling, the coil predeployed in the catheter. No resistance was felt while advancing and removing the coil. The physician was able to remove the coil out of the catheter and continue with the procedure. The case was continued after removing the catheter with the coil inside. Patient status is stable.

Event description:
As reported: during hypocoiling, the coil predeployed in the catheter. No resistance was felt while advancing and removing the coil. The physician was able to remove the coil out of the catheter and continue with the procedure. The case was continued after removing the catheter with the coil inside. Patient status is stable.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.